Event description:
The reporter stated that the monitor kit was connected to the patient's uac and at the stopcock. The IV fluids were leaking out the top and blood backed up the line. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample was not received from the customer; however, the issue was confirmed on a previous product evaluation on the same lot number due to a molding issue. The evaluated sample had cracked, resulting in leakage due to a thin wall section near the knit line that made the stopcock susceptible to cracking. Corrective action was addressed (B) (6) 2008 through CAPA (B) (4). The DHR was reviewed and was acceptable. Smiths was able to confirm the issue and determine the cause. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.